Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report I indicates: problem description (symptom): image clarity and fiber optic cable heating action taken at site (diagnosis): unit is working fine problem with fiber optic cable final report: loagged the call for fiber optic cable. Probable root cause: light source power output. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.